Manufacturer narrative:
Updated b.5 and section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb) remained resolved. The temporary transvenous pacemaker (ttvp) was able to be removed.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013071599); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0013151967); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the first and final deployment of the valve was at a depth of 3 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) using the cusp overlap technique with commissural alignment. Following deployment, the patient went into complete heart block (chb). Temporary transvenous pacemaker (ttvp) was inserted, however during the time it took to insert the ttvp, the patient returned to sinus rhythm. The ttvp was left insitu.